Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot/serial#: unknown, product type: programmer, physician. Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and multiple sclerosis. It was reported that the patient heard a single tone beeping of 2 or 3 times a day. The alarm was consistent with pump alarms. The patient had refill last month however it was only a partial refilled as a result patient said that he was told that he would need to come in sooner for refill. Patient's refill was not due till end of month. The alarm started about 2 days prior to the time of the report and the patient said that he did not realize that it was the pump. No patient symptom was reported and no further complication was reported. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. The patient was receiving baclofen (500mcg/ml at 150mcg/day). It was reported that interrogation showed empty reservoir. The 40ml pump was programmed on (B)(6) 2018 with 20ml of drug and was not supposed to run empty until (B)(6) 2018. When aspirated, the drug aspirated the amount (about 10ml) that would be consistent if the reservoir reflected the correct amount. The patient did not have any return of symptoms. The pump was refilled at 40ml and they would monitor it. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury". There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the manufacturer representative thought a programming error would be seen, i.e. Forgetting to update the volume, but (B)(6) 2018 telemetry showed the hcp updated properly with 20ml, as they intended. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID 8840 serial# unknown product type programmer, physician. Updated product ID of concomitant product. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information.